Event description:
Medtronic aquamantys 2.3 bipolar sealer was not functioning properly. Thick, black eschar accumulated on one of the tips, and the device would not coagulate the tissue. This device was replaced with a "like" device from a different lot number that then functioned without issue.